Event description:
On (B)(6) 2023 the patient was able to easily obtain readings from a hospital electronics unit as well as a patient electronics unit. The waveforms from the (B)(6) 2023 readings were physiological with no signs of dampening.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The sensor transmitted a dampened waveform reading. On (B)(6) 2023 readings returned to normal, physiological waveforms. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.